Manufacturer narrative:
The field service engineer replaced laser head and performed service installation record on the device. The root cause could not be determined conclusively. The possible root cause is a worn part of the laser head. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
During technical onsite visit the field service engineer (fse) replaced laser head and performed system verification. According to serial number of laser head, this laser head has a c-ring sealing inside the laser head. This is a known issue and was addressed by the supplier: the root cause is the leakage of the c-ring sealing inside laser head. The supplier has improved the sealings and implemented o-ring sealings. This is a known issue. The root cause is the leakage of the c-ring inside laser head. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported arf leakage from the laser head and pressure dropped to 4200 mbar. Additional information received states event occurred after the surgery and the surgery was completed.